Event description:
Both covers failed. No breakage of covers, but both disengaged from the plat (part number afpttc). Pt revised with the salto talaris total ankle.

Manufacturer narrative:
Device part number afpcplt stabilis coverloc lateral talus also associated with this report. An x-ray was submitted showing disengaged covers. Complaint devices were discarded after revision surgery and are not available for evaluation. Root cause of the complaint cannot be determined. This is the final report submitted regarding this surgical event and medical device.